Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivered bolus but does not record it. The customer's blood glucose level was unknown. The customer reported that the rewind was slower and louder and changes batteries after every two week. The customer was advised to discontinue the use of insulin pump and refer to back up plan as per health care professionals instructions due to the history anomaly. The insulin pump will be returned for the analysis.